Manufacturer narrative:
The spinal distraction twist drill subject of the reported event was returned for evaluation. Evaluation of the drill determined that the device was approximately 9 years old and showed evidence of significant wear (displayed scuff marks, discoloration, and scratches). Further evaluation determined that the drill shaft part that is welded to the sheath was separated and broken at the weld point. This is likely attributed to extreme rotational forces that occurred at the weld point. The instructions for use states (page 1), "avoid mechanical shock or overstressing the devices." No additional issues have been reported.

Manufacturer narrative:
V.mueller has made multiple attempts to contact the user facility regarding the reported event however, the user facility has not responded. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported that their spinal distraction twist drill "broke" during a patient procedure. The procedure was completed successfully.